Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigma procedure to an open sigma procedure, the surgeon able to fire the device, however it had poor staple formation. The surgeon did not saw any open stapling, however when leak test performed on the staple line the surgeon find a hole. To resolve the issue the surgeon had to used another stapler to re-resect and re-staple the tissue. In addition there was a tissue damage occurred and the surgical time was extended for more than 30 minutes.